Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012164307); product type: 0195-heart valves; product ID evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024; product ID d-evolutfx-2329 (0012180456); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 26 mm transcatheter bioprosthetic valve in a patient with an annulus perimeter of 67 mm, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm balloon due to significant calcification. The size of the balloon was less than the shortest recommended diameter, however. Subsequently, the valve was advanced to the annulus and deployed. Following the initial deployment, the valve was recaptured and re-deployed. After the second deployment, the valve dislodged to a depth of 0 mm. The valve was recaptured again and deployed a third time when an infold was observed at the lower end of the non-coronary cusp (ncc) side. The infold was confirmed on an echocardiogram. The valve also appeared flat. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. Due to the short diameter and bulky calcification at the ncc, some difficulty was experienced while withdrawing the dcs. A new 23 mm valve was implanted in the patient. Although the overall severity ranking was 8%, almost no pressure gradient or paravalvular leak was noted following the procedure. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this 26 mm transcatheter bioprosthetic valve in a patient with an annulus perimeter of 67 mm, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm balloon due to significant calcification. The size of the balloon was less than the shortest recommended diameter, however. Subsequently, the valve was advanced to the annulus and deployed. Following the initial deployment, the valve was recaptured and re-deployed. After the second deployment, the valve dislodged to a depth of 0 mm. The valve was recaptured again and deployed a third time when an infold was observed at the lower end of the non-coronary cusp (ncc) side. The infold was confirmed on an echocardiogram. The valve also appeared flat. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. Due to the short diameter and bulky calcification at the ncc, some difficulty was experienced while withdrawing the dcs. A new 23 mm valve was implanted in the patient. Although theoverall severity ranking was 8%, almost no pressure gradient or paravalvular leak was noted following the procedure. No additional adverse patient effects were reported. Additional information was received that a misload was not identified during the loading process, and a 5-minute procedural delay occurred to load the new valve.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.